Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brush head starts coming loose [device breakage]. No adverse event [no adverse event]. Case description: a consumer reported that while using an oral-b professional care rechargeable toothbrush, the oral-b precision clean brushhead starts coming loose. The reporter stated this had only happened with one package. No symptoms developed.